Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported there are two parallel black lines vertically across the display of the meter. No allegation of misinterpretation. No adverse event reported. Requested return of the alleged meter for evaluation.